Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 232.6040. 8100 sn: (B)(4) customer said that he was getting this error code and wanted to know. What was the cause of the error. I explain to the customer that the error code he is getting is due to the voltage in the display board. The customer said ok I will replace the display board and if I have any problems I will call back. I said ok and the customer ended the call.